Manufacturer narrative:
On september 7th, 2023, intuitive surgical, inc. (Isi) contacted the reporter and obtained additional information regarding this event. The large hem-o-lok clip applier instrument was visually checked and there were no abnormalities noted. The incident with the clip applier occurred before applying the clip. The clip fell out of the instrument. The problem was not related to an unexpected movement of the clip applier. The problem was not related to an unsuccessful clip application (e.g. Incomplete closing of the clip). The type of clips that were used with the clip applier instrument was haemoclip. The size clip that the surgeon used on the vessel or structure was noted to be "lila" (purple color). The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (10 mm for medium-large clip applier, 13mm for large clip applier). The clip applier had been used 3 cycles during the case when the incident occurred. The issue was resolved by using a spare instrument. There were no photos and/or videos of this event available for isi review. Isi received a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed, and the customer reported event was not replicated or confirmed . The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument clip test was performed and passed multiple times on in-house system. The instrument was fully functional with no product issue identified.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) requested the return of the device for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier did not work properly as the clip falls out. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) is performing follow-up to obtain additional information. However, no further details have been received as of the date of this report.